Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the receiver failing to communicate with the computer. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded for review due to the receiver failing to communicate with the computer. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.